Manufacturer narrative:
(B)(4). Eval, results: 100% cto lesion with excessive tortuosity and moderate calcification. Use of force. Stent damage, failure to deliver the stent. Eval, conclusions: 100% cto lesion with excessive tortuosity and moderate calcification. Use of force. Eval summary: the device was returned to the manufacturing facility for eval. The stent was positioned between the marker bands as per specifications. The 3rd, 4th, 5th and 6th proximal stent segments were raised, deformed and pulled distally. A number of other segments were slightly raised and misaligned. Procedural images were provided for review. The images confirm the tortuous nature of the vessel. The images appear to show a stent in the proximal rca although it cannot be confirmed if it is the complaint device. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).

Event description:
The physician intended to implant a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a 100% cto lesion in the rca with excessive tortuosity and moderate calcification. A guidewire and a 2.5 x 20 mm sprinter legend balloon were successfully introduced to the target lesion. Resistance was encountered while attempting to advance the endeavor resolute stent to the target lesion and force was used in an effort to advance the device. The device was unable to cross the proximal part of the rca and was removed. Stent struts were observed to be damaged on removal. An attempt was then made to deliver two other brand stents to the lesion using several guidewires, however these devices could not reach the target lesion and the procedure was ended. The endeavor resolute device had been inspected prior to use with no abnormalities noted. The pt was reported to be well post procedure and no clinical sequelae were reported.